Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Additionally, the customer reported that the pump did not deliver insulin as intended. Customer's blood glucose (bg) was 300mg/dl. Tandem technical support reviewed pump data logs and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly the customer continued to use the pump for insulin therapy.